Manufacturer narrative:
Additional manufacturer narrative: through further investigation, it was learned that a non-edwards transcatheter valve was implanted in the aortic position.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information are in process. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a patient with a 23mm aortic valve implanted for an unknown duration required transcatheter valve-in-valve intervention due to unknown reasons. An edwards transcatheter valve was implanted inside the failing 23mm valve without any issue and a good result. No additional information was provided.